Event description:
It was reported that an asahi sion guide wire was used for stenting during a percutaneous coronary intervention (pci) to treat an unspecified lesion in an unspecified segment in the right coronary artery (rca). When an attempt was made to remove the sion guide wire after stenting, the guide wire was trapped in a side branch of the rca. Attempts were made to withdraw the guide wire with an unspecified balloon catheter and an unspecified microcatheter but failed. The sion guide wire broke off in the rca and a fragment was left in situ. Eight days after the procedure, the second procedure was performed. A part of the wire fragment was removed, and the remainder of the fragment was stented against the vessel wall. It was informed that there were no adverse patient effects.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 device evaluation could not be performed because it was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that the distal segment of the sion guide wire broke off as tension generated with wire removal was applied to the guide wire while the guide wire was trapped in the rca side branch after the device had wandered into the branch. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Manufacturer narrative:
**UDI related data quality updates only** as we received an email, time-stamped saturday, july 6, 2024 1:27 am at our end from (B)(6), MDR data systems team. To inform us of the discrepancies in the device identification fields of our submitted electronic equivalent of the FDA form 3500a. When compared with the information in the gudid. After comparing, the information in the previous submitted MDR with that in the corresponding fields in the gudid. We determined, to submit this supplemental report. The changes we intend to make are as follows: d1: brand name: from sion to asahi sion. D3: manufacturer name, city and state: from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model: from no entry to ahw14r001s, catalog: from ahw14r001s to no entry. G1: contact office: from asahi intecc co., ltd. To asahi intecc co., ltd. H4: device manufacture date: from 28-4-2023 to no entry.